Event description:
On 2/13/98, an incident occurred which resulted in no pt or user injury. It was reportd by the complainant to baxter healthcare ltd., and subsequently to the notified body, and to quality management, i.v. Systems division,baxter healthcare corp. The report stated that "the pump displayed that 180mls remaining in epidural bag. However, on inspection pump reading was incorrect, the infusion bag was empty. "Baxter healthcare ltd. Requested info from the hosp about this complaint and was unable to locate or identify this pump in its system. Checking with repair facility, it was learned that the pump with this serial number was rec'd for repair 3/24/98. There are no remarks in paperwork indicating the reason for return. Pump accuracy was measured at 1.2% at 90ml/hr and occlusion was 19.6; reservoir was replaced. Pump was rec'd again 5/11/98 and reservior replaced. Since the pump had been serviced twice between the time of the incident and the time the incident was reported to baxter healthcare ltd, no investigation could be performed.